Event description:
It was reported that after idarubicin was withdrawn with the syringe, a floating black particle was visible in the syringe. The preparation was quarantined with doxorubin, initially collected. The incident was noted in the urcc, during the reconstitution with the anticancer, by the preparator, well before the dispensation to the care service and therefore before administration. No secondary intervention or patient harm was reported.

Manufacturer narrative:
Expiration date of device - 31jan2025. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Upon evaluation of the returned device, foreign material was isolated from the returned product and chemical analysis indicates that the material most likely originated from fingernail or skin material. Due to clean room manufacturing procedures and multiple visual inspections, it is unlikely the material was introduced during manufacturing. No previous complaints are associated with lifepearl lot 0000142169.